Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure it was impossible for the physician to connect the competitor lead in the connector of the implantable cardioverter defibrillator (ICD). Another ICD was implanted. No patient complications have been reported as a result of this event.